Event description:
Nurse was using warm pack on the patient prior to IV start. As soon as the warm pack was activated, water started leaking out of the pack. No apparent damage to heat pack prior to use. Excessive force was not used. No harm to staff or patient.